Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was over infusing. The pump was delivering morphine and bupivacaine. It was later reported that on (B)(6) 2013, the pump was expected to have 3.8 ml remaining, but the reservoir was empty. The patient did not have specific symptoms at this time, but the physician was not sure how long the pump had been empty. Prior to (B)(6) 2013, the patient had been rushed to a heart hospital and had undergone cardiac surgery. It was noted that the physician was not indicating that the two events were related, but thought they might possibly be related. It was later reported that the pump was refilled. The patient recovered without sequela. The severity of the event was noted to be ¿mild¿.

Manufacturer narrative:
Product ID 8709 lot# l63765, implanted: 1999 (B)(6); product type catheter (B)(4).